Event description:
Customer reported agilia IV pump is alarming air in line alarm and there is not any air present in tubing. Customer changed tubing multiple times and need to learn what is causing this for the pump. One pump was received for evaluation. Reviewed history log, verified reported problem of "air in line alarm and there is not any air present in tubing". Air sensor not operating, replaced. All equipment cleaned and post repair tested per quality control check list. After repair, device was found to meet specification.

Event description:
Customer reported agilia IV pump is alarming air in line alarm and there is not any air present in tubing. Customer changed tubing multiple times and need to learn what is causing this for the pump. One pump was received for evaluation. Reviewed history log, verified reported problem of "air in line alarm and there is not any air present in tubing". Air sensor not operating, replaced. All equipment cleaned and post repair tested per quality control check list. After repair, device was found to meet specification. Error 99 (watchdog error) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. Capas were initiated for these issues.